Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and bent cannula event. Infusion set was used for one day. Blood glucose level was 480 mg/dl at the time of the event. Patient got treated with insulin pen. The duration of hospitalization was less than 24 hours. Patient was experienced unwell at the time of the event. Patient was found positive for ketones level. Ketones level was 3 mg/dl at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.